Manufacturer narrative:
It was reported by the hospital contact that during the coil embolization procedure the last coil (638cf0615/16051588) could not be advanced. Only the coil was removed and it was noted that it was stretched. 6f guide catheter (details unknown) and 606-s155x microcatheter (details unknown) were positioned. Pc coil 8*30mm (details unknown) was shaped. Pc coil 7*30mm (details unknown) and coils 7*21mm and 6*15mm (details unknown) were positioned. Changed to a new coil (details unknown) to complete. There was no report on patient injury. The patient is male and 48 years old, had left cerebral artery aneurysm with 7.57*8.68mm. The product will be returned for analysis. There were no other damages noted on the coil. An adequate continuous flush was maintained through the microcatheter. There was no resistance when the coil was withdrawn. A non-sterile orbit complex fill 6x15 tdl was received coiled in dispenser in the inside of a plastic bag. No damages were noted on the hub. The hypotube was inspected and it was found kinked. The introducer was received zipped and it was found without damage. The support coil, gripper and embolic coil were received inside of the introducer. The support coil and gripper were found without any damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. The functional test was performed. One micro-catheter prowler select lp lab sample was flushed using a lab sample syringe (nipro) the water came out from the distal end of the device. After that the received orbit complex device was introduced into the lab sample micro-catheter and it advance smoothly until the micro catheter¿s distal tip without any difficulty. The failure reported by the customer as ¿detachable coil delivery system (dcs)- impeded¿ was not confirmed in functional analysis. The failure reported by the customer as ¿coil- unraveled/stretched-in microcatheter¿ was confirmed in microscope analysis. The failure experienced by the customer and the damages found on the device could not be conclusively determined; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.(B)(4). Concomitant medical products and therapy dates:new coil (details unknown),6f guide catheter (details unknown),606-s155x microcatheter (details unknown),pc coil 8*30mm (details unknown),pc coil 7*30mm (details unknown), coils 7*21mm and 6*15mm (details unknown).

Event description:
It was reported by the hospital contact that during the coil embolization procedure the last coil (638cf0615/16051588) could not be advanced. Only the coil was removed and it was noted that it was stretched; 6f guide catheter (details unknown) and 606-s155x microcatheter (details unknown) were positioned. Pc coil 8*30mm (details unknown) was shaped. Pc coil 7*30mm (details unknown) and coils 7*21mm and 6*15mm (details unknown) were positioned. Changed to a new coil (details unknown) to complete. There was no report on patient injury. The patient is male and (B)(6), had left cerebral artery aneurysm with 7.57*8.68mm. The product will be returned for analysis. There were no damages noted on the coil. An adequate continuous flush was maintained through the microcatheter. There was no resistance when the coil was withdrawn.